Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: correct reprocessing steps were not followed by the staff. The event can be prevented by following the instructions for use which state: this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope was reprocessed incorrectly during the pre-cleaning of the scope. Flushing of the auxiliary water channel is not being performed, and the scope's travel cart was missing the automatic flushing pump and the necessary tubing that should connect to the auxiliary water channel for the step to be carried out. There was no patient involvement.